Manufacturer narrative:
The technical analysis and evaluation have been completed, and there will be no follow-up report.

Event description:
We have received information about a potential incident and would like to inform you about it. The usage of the device was not possible as an error message occurred on the display. We have not received any information about any harm from patients, users or third parties.